Event description:
It was reported that the atrial lead exhibited oversensing of non-intrinsic events. It was noted that previous to a mitral valve replacement surgery, no oversensing was observed, but p-waves fluctuated between 1.5 and 3 mv. A chest x-ray did not show migration of the lead. No programming changes were noted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.